Event description:
The lead was returned to the manufacturer after being explanted due to an infection unrelated to the tachy system and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the outer insulation due to depression. (B)(4).